Event description:
It was reported that pump displayed malfunction alarm malf 12 with fault ID 0x2071 and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction alarm returned.